Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper vial material. During the manufacturing process a vision system is inspects 100% all the products for clogged needles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 7th complaint for lot # 9234179 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. Root cause description: it could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper vial material. During the manufacturing process a vision system is inspects 100% all the products for clogged needles. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle 26g x 3/8 in experienced a cracked/damaged needle hub which was noted during use. The following information was provided by the initial reporter: material no: 305110 batch no: 9234179. Caller reported insulin would not come out of the needle. Number of occurrences: [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No.